Event description:
Patient (pt) had urinary retention. Inserted foley and after urine return, inflated balloon to 10cc. After foley was draining, noticed that the tubing (supposed to be a closed system) above the balloon port was dripping. When balloon was emptied, only 5ml came out and balloon was completely deflated. Called supply chain, they said to place a different foley from a different lot #. Pt had to have new foley re-inserted. Product reference # (B)(4). Product lot #ngjq2039.